Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out g2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that with the investigation results of the relevant complaint (B)(6) that as the trace like scratched by a sharp object on the outer surface of the distal cover was found, the breakage was caused by external stress during handling. However, a specific root cause of the reported event could not be identified. The event can be detected/prevented by following the instructions for use which state: ¿distal cover maj-311, chapter 5 operation, 5.2 attaching the distal cover to the endoscope olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is related to the following linked patient identifier: (B)(6). The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during reprocessing after using a duodenovideoscope, damage to the distal cover was confirmed. Since the possibility of damage occurring inside the body during the unspecified surgery could not be ruled out, an endoscopic examination of the upper gastrointestinal tract was performed again to confirm that no rubber fragments were present. There were no reports of patient harm.